Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -07.50/+5.0/081 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Corrected data: b5- "the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -07.50/+5.0/081 (sphere/cylinder/axis) in the patient's left eye (os) on (B)(6) 2019. The patient experienced refractive surprise. Reportedly the lens was repositioned. On 15/apr/2020 the lens was exchanged with the same model and length; stronger astigmatic powers and the problem was resolved. The cause of the event was unknown. " claim# (B)(4).